Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of the colon on an open colectomy, the device partially fired. They opened a new device to complete the case. There was no patient injury.